Event description:
It was reported that the patient presented in to the emergency room due to true noise, and inappropriate therapies. A decrease in r-waves and pacing impedance were also observed. It was noted that the patient felt palpitation during pacing lead impedance check. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.